Event description:
Additional information was received from a field representative indicating that the patient was brought in for an interrogation and had a normal shock impedance measurement during the follow-up. The physician will perform a retest on the patient after a month.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high out of range shock impedances that was detected via the patient's remote home monitoring system. The system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.